Manufacturer narrative:
(B)(4).

Event description:
It was reported "low battery supply". No patient involvement. The issue was reported to be found before being used on a patient.

Manufacturer narrative:
(B)(4) returned for investigation were the ac3 power supply, and battery. The samples were returned in a brown cardboard box with protective shipping packaging. Visual inspection of the power supply and battery was performed, and no abnormality was noted. The power supply and the battery were installed into a known good ac3 for functional testing. The system powered up successfully. The power supply voltage check was performed per the ac3 series service manual and all output voltages were within specifications. The battery load test was performed. The iabp was run on battery until the iabp shut down. The battery was then left to charge in the iabp for over 9 hours. The full charge of battery was 13.1 volts. The iabp gave a proper alarm when disconnected from the ac power. Pumping was initiated. The unit ran for over 90 minutes along with the proper alarms "less than 20-, 10-, and 5-minutes remaining". A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "low battery supply" is not confirmed. The returned power supply and battery passed functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time.

Event description:
It was reported "low battery supply". No patient involvement. The issue was reported to be found before being used on a patient.